Manufacturer narrative:
(B)(4). Batch # n57d7h the analysis results found that the cdh29a device received with no apparent damage. Only the anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the safety functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a left hemicolectomy procedure, the red safety knob of the device could only be drawn back with excessive force. The characteristic cracking noise during firing could be observed as usual. The orange indicator was within the green scale. Device was fired on normal rectum tissue. The device did not staple circumferentially but cut. There were only unformed staples observed in the tissue and in situs. The device could be removed. A competitor device was used to complete the procedure. No further information is available. The patient will be discharged from hospital tomorrow ((B)(6) 2017). Surgeon was an experienced user. There were no adverse consequences for the patient reported.